Event description:
The hospital reported that during an endoscopic vein harvesting procedure, upon inflation of the btt short port balloon on the vasoview hemopro 2 device, the balloon ruptured. An accessory pack was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. A visual inspection did not identify any non-conformities. The btt balloon was inflated with 25 cc of air through the balloon inflation port and submerged in water; there were bubbles observed out of the inflation port. Add'l eval needed. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).